Event description:
A hospital reported that the cushion of an rt040l full face mask fell apart. No pt consequence was reported.

Manufacturer narrative:
An investigation was carried out based on the event description and results of previous investigations on similar complaints, as the complaint device had not been returned for investigation. Results - this is a known failure mode. The seal is held on the mask base by friction between the silicone seal and the retaining slot. Several undercut bump features provide some mechanical locking. However, the seal can be pulled out under a force of approx 10-15n. This "mechanical locking" has been deemed to be insufficient as complaints have been reported due to the seal (or cushion) coming off during use or during transit. This is the only complaint of this nature received for the given lot number. Conclusion - the manufacturing process has been updated and a new gluing process has been added to provide better seal retention. The new process came into effect from 2008. Our monitoring and trending for full face mask detached seal has a rate of occurrence of 0.89% worldwide for the last year.